Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and other manufacturer's right ventricular (rv) lead exhibited oversensing, pacing inhibition, and low, out of range pace impedance (<200 ohms). An invasive procedure was performed to replace the rv lead. No adverse patient effects were reported. The device remains in service.